Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint : (B)(4).

Event description:
It was reported the patient performed a myosure uterine tissue removal procedure on (B)(6) 2018 and the physician perforated the patient's uterus and bowel without realizing and the patient was discharged home. The patient returned to the hospital with "issues [not] being able to pass urine". The patient's bowel was repaired and she was discharged home.